Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient is implanted with a pns system (off-label use). It was reported the patient's ipg is unable to maintain a charge. Surgical intervention may be pending to address this issue.